Event description:
Approximately two years and six months post deployment of a sapien valve in a severely stenotic homograft, the patient was readmitted with worsening heart failure and increased mean gradient. A second valve was deployed. Initially, the patient underwent placement of a 23mm sapien thv in the patient¿s existing homograph valve. Post procedure, the patient had a mean gradient of 25mmhg . Two years and six months later the patient was readmitted with worsening heart failure and a mean gradient of 52mmhg. The physician first opted to try and expand the sapien valve with a bav, however, this was unsuccessful. The decision was then made to deploy a 23mm sapien xt within the existing sapien valve. The sapien xt valve was deployed with 16ml's (17ml indicated per IFU) due to valve sizing; however, the gradient remained unchanged. An additional 1.5ml was added into the delivery system balloon and a post dilatation was performed. This did not impact the gradient. Another bav balloon was used to post-dilate and the gradient was lowered to a mean of 22mmhg. The patient left the room in stable condition. The increased gradient was attributed under expansion of the initial sapien valve.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. At this time the sapien valve is not indicated for deployment in a homograph valve and therefore the edwards thv training manuals and instructions for use (IFU) do not provide guidance and instructions for deployment of the sapien valve in this scenario. In this case, the increased gradient was attributed to under expansion of the sapien valve within the severely calcified homograft. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Should the information be received this case will be reopened and further investigated.